Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A patient was implanted with the light adjustable lens (lal, sn (B)(6), +19.0d) in (B)(6) 2024. Six months later, it was determined via slit lamp and light delivery device images that retained cortex (from the original cataract extraction) was still present in the eye leading to vision fluctuations and a long-standing ocular inflammatory response postoperatively. The patient was evaluated by a retinal specialist in (B)(6) 2024 and underwent a vitrectomy. On (B)(6) 2024, the lal was explanted, and a new lal was implanted as a replacement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation and additional information. Updates to sections d6a, g3, g6 and h6. Based on the available information, the investigation determined that the likely cause of the reported event was retained cortex, resulting in a sustained inflammatory response and vision fluctuations.